Event description:
The event occurred on an unspecified date and involved a bag spike w/clave®, 10 units where it was reported on several occasions (about ten times), the pre-scored silicone septum that slides along the internal cannula remains stuck (visible when unscrewing the 011-cl2100), and the fluid from the pocket does not flow. The chemolock connections had the following setup: the 011-h3077 pocket perforator in the solvent pocket to inject the cytotoxic, followed by screwing on the 011-cl2100 adapter. The event was observed during use on a patient. As consequence, it was the obligation to change perforator in service with a risk of exposure to cytotoxics. There was a delay in therapy. They noticed a physical defect of the device: the septum remains blocked.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Manufacturer narrative:
Investigation summary: a photo was provided showing a fold over stick down on one (1) unit of 011-h3077 bag spike w/clave, 10 units. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The probable cause of the stick down is due to access at an angled entry. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.